Manufacturer narrative:
(B)(4) concomitant medical product: comprehensive vrs inserter catalog # 110019068 lot # 814100. Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during the procedure the drill bounded in the drill guide. Another device was used to complete the procedure. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Upon receipt of information and reassessment of the reported event, it was determined the reported product does not belong to zimmer biomet. The initial report was forwarded in error and should be voided.